Manufacturer narrative:
Concomitant medical products: product ID 8781 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 . Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (2000 mcg at unknown dose) via an implantable pump for intractable spasticity. It was reported that during refills, there was a significant discrepancy for a higher amount of medication in the reservoir than expected. There were no known factors that may have led or contribute to the issue. Diagnostics/troubleshooting include a failed dye study (unable to aspirate catheter during dye study). The pump and partial catheter were replaced. During procedure, the catheter appeared kinked. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#serial#: (B)(6); implanted: on (B)(6) 2016; explanted: on (B)(6) 2022; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information stated patient was receiving gablofen (2000 mcg/ml at 1,264.2 mcg/day).

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found ¿pump exterior impact dents ¿ did not affect post-explant pump performance¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.